Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump had motor error alarm. Customer blood glucose at the time of incident was 6.8 mmol/l. Troubleshooting was not performed. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with stuck motor error alarm loop during bolus delivery due to corroded motor home switch noted. Device passed displacement test, rewind test and basic occlusion test.